Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases and three curved openings. A leak test was performed which identified openings. A microscopic analysis was performed which identified one sharp opening, wear abrasion and two striated openings. A dimension measurement in the shell was performed which identified the thickness within specification. A fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one sharp opening assessed as an unidentified (tear) opening and two striated openings, assessed as surgical damage.

Event description:
Health professional reported a left side deflation. Device was explanted.